Event description:
It was reported by plaintiff¿s attorney that on (B)(6) 2007, a monarc subfascial hammock was implanted to a ¿treat bladder prolapse condition and incontinence.¿ plaintiff¿s attorney has alleged that, ¿as a result of the use of the mesh that was implanted,¿ the plaintiff, ¿immediately suffered pain that extended from her naval down to the inside of her legs,¿ that she had trouble urinating, could not sit or lie down for extended periods, has suffered pelvic, leg and back pain, had recurring infections and cannot engage in sexual relations. It was also alleged that, ¿as a result,¿ of the pain, plaintiff has and will continue to take prescription pain medication and, ¿has had undergone various medical procedures including, but not limited to, various procedures to attempt to repair the mesh,¿ reported to have been unsuccessful and that plaintiff ¿continues to live in extreme pain.¿ also alleged, plaintiff, ¿has experienced significant physical, psychological and emotional pain and suffering, undergone surgeries and hospitalizations and has sustained permanent and debilitating injuries,¿ and she continues to experience problems with incontinence and prolapse.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.